Event description:
No information accompanied the returned device. It subsequently tested out of specification during manufacturer's analysis. Request for follow-up information has been unproductive to date.